Manufacturer narrative:
A philips account manager (am) went to the customer site. The customer risk manager discussed the incident where three ECG pads were removed from a patient who was connected to a philips ECG monitor, and the monitor apparently did not sound an alarm. The alarms on the cardiac monitor were set between 100 and 140 mmhg systolic pressure, diastolic pressure between 50 and 90 mmhg with a mean arterial pressure between 50 and 90 mmhg. The heart rate alarm limits were between 70 and 140/minute. At 21:30, the attending registered nurse (rn) observed the patient who was seen to be haemodynamically stable with a glasgow coma scale of 13/15 and saturation of 98%. The ECG monitor was recording normally in all respects. Thirty minutes later, at 22h00 and on returning from their rounds, the rn noted that there were no readings displayed on the patient's monitor, and that there was no alarm going off. The rn did not hear any alarms, the rn was alerted by the fact that there was no ECG tracing. It was unclear if a visual blue alarm was seen. On investigation, she found that the monitor was on, but that the monitor pads were removed from the patient's chest and abdomen. There were no witnesses and the rn had no indication as to whether the patient pulled off all three ECG pads simultaneously, one at a time, or whether something else happened that caused the alarm not to sound. The am did random test with the sats sensor at a few beds. In all the bed tests, the alarm was activated with audible and visual alarming. The am checked both the bedside monitor and central station to silence; both worked as expected. The am checked the alarm configuration, and found alarms are configured for a visual and audible blue inop alarm, when a sensor/lead is detached or removed. No further information regarding the incident was available. As the device was tested and was found to be working, no parts were replaced, and no repair was warranted. The exact cause for the reported issue remains unknown. The customer's patient safety manager indicated that the device is currently in use, and is functioning well. The reported malfunction could not be confirmed by a philips account manager (am). However, philips could not rule out a malfunction, as no further information, including alarm logs, regarding the incident were available. The device remains at the customer site, and the customer's patient safety manager indicated that the device is currently in use, and is functioning well. There have been no subsequent calls logged for this device/issue. No further investigation.

Event description:
The customer reported the monitor failed to alarm for "ECG off". Three ECG pads were removed from a patient who was connected to a philips ECG monitor. The patient died.